Event description:
Boston scientific received information that this left ventricular lead displayed high left ventricular thresholds. When tested through a pacing systems analyzer, all pacing configurations involving the ring electrode displayed impedances greater than 4000 ohms. A lead revision procedure was performed where the lead was surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.